Event description:
It was reported that the patients lead had migrated. The patient underwent a revision procedure wherein the lead was repositioned, and click anchor was explanted. The patient was doing well postoperatively.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7090310. Product family: scs-lead fixation. Upn: m365sc43160; model: sc-4316; batch: 26090480.

Event description:
It was reported that the patients lead had migrated. The patient underwent a revision procedure wherein the lead was repositioned, and click anchor was explanted. The patient was doing well postoperatively. Additional information was received that the patient was experiencing loss of stimulation.